Event description:
The pt is a (B)(6) old female admitted to the medical center on (B)(6) 2011 for scheduled laparoscopic gastric by-pass surgery. The surgeon reported that during the stomach transection, the stapler misfired on the first squeeze of the handle. A gold load of staples were being used. The defective staple line was then excised from the by-pass stomach using sequential covered green loads just distal to the staple line. The greater curve of the stomach was mobilized using the harmonic scalpel. This segment of stomach was sent off as a specimen. The remainder of the procedure was performed without complication. The pt was discharged in good condition on (B)(6) 2011. The staple misfire did not extend her admission.